Event description:
Note: this MFR report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-00228, for a description of the other device. It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure performed in late 2008. According to the complainant, the clip came out mangled when it was advanced out of the sheath. The clip fell off. They retrieved the clip with a retrieval net. The procedure was completed with another of the same device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been returned for evaluation, the device evaluation has not been performed. The cause of the reported malfunction is undetermined at this time. Upon completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.